Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 660651. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that port 3 of the axiem box was working intermittently while testing with a patient tracker. There was no patient involvement.